Event description:
Consumer stated that her electric scooter lurches forward by itself, without her having her hands on the controller. It threw her into a wall. She contacted the distributor who told her that it was a common problem and that the controller was only warranted for one yr and that it would cost $650 to be fixed at the MFR.